Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). Investigation summary : the product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. The complaint device was received and evaluated. Visual observations revealed that the device had slightly marks of wear, but it was in expected condition. To test its functionality, it was tested on a sample rubber strip and a needle; as a result, it revealed that the needle deploy as normally, after several times the needle was not functioning as expected due to it was very hard to deploy causing the device to jam. The trigger had to be manually pushed back to retract the needle to its original position. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. No information was provided on how or when the failure has occurred; therefore, a definitive root cause could not be determined. The maintenance conditions of the device is unknown, the possible root cause of reported failure could be attributed to an improper maintenance during cleaning/ sterilization cycle would lead to bio-debris build up inside the express sew shaft causing wear of internal components leading to rough deployment issues. Since this is a reusable device and this failure has possibly occurred after using it in this manner for many procedures. However, this cannot be conclusively affirmed. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported from the affiliate in belgium that the expressew iii ac+ gun had an unspecified malfunction. During an in-house engineering evaluation, it was determined that the device was jammed/seized and was very hard to deploy. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the procedure or whether a like device was available for use. There were no adverse patient consequences reported. No additional information was provided.